Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) was under-sensing. Programming changes were made to the icm to resolve the issue. The patient had no adverse consequences.

Manufacturer narrative:
The reported complaint of intermittent r wave undersensing was confirmed. The root cause is small r wave amplitude sensed by the device. No device malfunction was found.